Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 200 mg/dl. The blood glucose reading at the time of the event was 400 mg/dl. Physician stated that the insulin pump was not working. Caller does not want to troubleshoot. Treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.